Event description:
Complainant alleged that during a routine shift check by a clinician, the unit displayed a "fault 56" message on the screen upon power up. The complainant indicated that there was no pt involvement in the reported malfunction.